Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the surgeon noted a hole in the bag of the device when they opened it. Another device was used to complete the procedure. No injury to patient.